Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and due to the dried blood/body fluid, the helix could not be actuated during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, elevated thresholds and pacing impedance measurements less than 200 ohms due to dislodgement. It was reported that the patient had picked up a heavy laundry basket one day after being discharged. A revision procedure was performed and the lead could not be repositioned due to the inability to extend the helix as a result of tissue in the mechanism. The lead was explanted and replaced without further incident. No additional adverse patient effects were reported.